Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 11-363665, lot number: 559530, brand name: 36mm cocr modular head. Catalog number: 010000821, lot number: 6155242, brand name: 36h highwall liner. Catalog number: 010000668, lot number: 6326301, brand name: g7 pps acetabular shell 62. Unknown stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately 48 days post implantation due to migration of the cup through the medial wall of the acetabulum. No additional information on the reported event is unavailable at this time.